Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that when changing the syringe in the pump, there was a leak from a crack in the tip of the syringe. There was no patient harm.